Event description:
Foley balloon ruptured in pt. Bardex ic ref number (B)(4) 18 fr 30cc balloon 3 way continuous irrigation with bard hydrogel abd bacti-guard silver alloy coating. FDA safety report ID# (B)(4).